Event description:
It was reported that during the implant procedure, the device was oversensing. The physician was able to recreate the oversensing episodes by tapping on the grommet and header of the device. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. There was grommet damage noted.